Event description:
Information was received from a consumer, health care provider (hcp), and a patient, via a manufacturer representative (rep), who was implanted with a neurostimulator for parkinsonian tremor. It was reported that the patient went to the ER because he could not charge his implantable neurostimulator (ins) and it was down to 25%; the patient experienced a return of tremors as there was a loss of stimulation. It was later noted that the implantable neurological stimulator recharger (insr) went out and will not recharge the implant battery. The antenna was placed over the patient's ins and a message to charge the insr was displayed. The insr was then plugged into the wall and it was confirmed that the connector pin was not loose or bent. However, there were bad pins in the female connector of the insr and it was "messed up." It was stated that the patient was very weak and could hardly speak. The following day the patient received the replacement desktop charger and tried multiple power outlets but the issue was not resolved. It was later reported that due to the inability to recharge, the patient was significantly impaired. During an appointment the ins was interrogated, but the charging history was not displayed; the manufacturer representative (rep) could only see the last 4-5 charges. It was also stated that there was a pre-existing short noted but it is unknown when the issue began occurring; the system was charging normally with full coupling bars. During follow-up it was reported that the patient was not doing well. It was also stated that the patient's "entire unit went down and he was unable to eat, sleep, walk, and get around."

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger.

Event description:
Information was received from a health care provider (hcp) and a patient who was implanted with a neurostimulator for parkinsonian tremor. It was reported that the patient went to the ER because he could not charge his implantable neurostimulator (ins) and it was down to (B)(6); the patient experienced a return of tremors as there was a loss of stimulation. It was later noted that the implantable neurological stimulator recharger (insr) went out and will not recharge the implant battery. The antenna was placed over the patient's ins and a message to charge the insr was displayed. The insr was then plugged into the wall and it was confirmed that the connector pin was not loose or bent. It was stated that the patient was very weak and could hardly speak. The following day the patient received the replacement desktop charger and tried multiple power outlets but the issue was not resolved. It was later reported that due to the inability to recharge, the patient was significantly impaired. During an appointment the ins was interrogated, but the charging history was not displayed; the manufacturer representative (rep) could only see the last 4-5 charges. It was also stated that there was a pre-existing short noted but it is unknown when the issue began occurring; the system was charging normally with full coupling bars. During follow-up it was reported that the patient was not doing well. It was also stated that the patient's "entire unit went down and he was unable to eat, sleep, walk, and get around."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.